Manufacturer narrative:
Corrected information was provided in b1 (is product problem). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in d3, g1 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e1 (zip code extension). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e4 (reporter also sent report to FDA?). Upon review, it was identified that it was inadvertently omitted from the initial report. Additional information was provided in b5 (event description). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the issue could not be determined without the returned product for investigation and sufficient clinical details, including data log. The cause of the injury was not determined due to insufficient clinical details. Hypotension: the cause of the injury was not determined due to insufficient clinical details. The cause of the injury was not determined due to insufficient clinical details.

Event description:
Additional information was received indicating that there was no issue with the pump on the aic; flows were appropriate, with later suction alarms attributed to worsening pericardial effusion¿native pulsatility returned after evacuation. Patient remains on support.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical review/rationale: an impella cp was placed via the femoral artery to support the 64-year-old male admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. The patient was known to have suffered a cardiac arrest outside of the hospital and was given CPR. Any other medical history is unknown. The cp was placed and angioplasty performed for the coronary artery disease. The team observed a pericardial effusion to be present and the patient had low pulsatility and hypotension. A drain was placed to relieve the effusion. The team performed tee echo imaging to assess pump performance/position. The pump remains on for support.